Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient vision got worse then before and experienced huge halos with extreme double vision. The patient's distances vision was horrible. The iol was exchanged for another lens model 3 months following the initial implant procedure. Additional information has been received that patient symptoms has been resolved and there was no patient harm reported. There are two medical device reports associated with this file. This report is associated with the od file.